Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 694765 lead implanted: (B)(6) 2002; 419378 lead implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Event description:
It was reported that the elective replacement indicator (eri) status had not been triggered for the device, despite the battery voltage having reached 2.62 volts on (B)(6) 2014 per the carelink quicklook report. The requirement for 3 consecutive nights of a battery voltage of less than or equal to 2.62 volts was discussed. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.